Manufacturer narrative:
(B)(6).

Event description:
It was reported that the footprint anchor pk 5.5 mm became loose during surgery. No patient injury or complications were reported. No further information is available about this case.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies in the manufacturing process. No further investigation is warranted at this time.